Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the upstream occlusion alarm sounded after the giving set run through and one bolus into patient administered. No patient injury reported.

Manufacturer narrative:
One sample was received for evaluation. Visual inspection revealed the sample was received in used conditions without its original packaging, decontaminated and inside in a plastic bag; no damage was detected. Functional testing was performed but the reported issue could not be replicated. No root cause could be determined as no device problem was found. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No action was taken. Email address: (B)(6). Corrected data: h6: health effects.